Event description:
A hospital in (B)(6) reported via a distributor that there was an air leak on the expiratory limb of an rt236 infant dual heated evaqua breathing circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt236 circuit is in transit to fisher & paykel healthcare (B)(4). We will provide a follow up report upon receipt of the complaint device and completion of our investigation.

Event description:
A hospital in (B)(6) reported via a distributor that there was an air leak on the expiratory limb of an rt236 infant dual heated evaqua breathing circuit. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt235 infant dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected and pressure tested for the reported leak. The returned circuit was then submerged in a water bath to identify the source of the leak. Results: the pressure test revealed that the rt235 infant dual-heated evaqua breathing circuit was out of specification. Visual inspection revealed a hole in the expiratory limb, approximately 12mm by 5mm in size. The water bath test identified this hole as the source of the leak. A lot check revealed no other complaint of this type for lot number 120531. Conclusion: based on the inspection of the damage, it appears that the evaqua expiratory limb was punctured by a blunt object. All rt235 breathing circuits are pressure tested for leaks prior to being released for distribution and any breathing circuit which fails is discarded. This suggests that the breathing circuit was damaged after it was released for distribution. (B)(4). The user instructions that accompany the rt235 infant dual-heated evaqua breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarm." (B)(4).